Manufacturer narrative:
The unit was scrapped. There was no ge repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.